Event description:
Additional information received. Some developments, since we spoke: upon closer examination, it was apparent, that the problem with the wrench was not, due to any defect in the instrument or implant involved, but simply a failure on the part of the surgeon to engage the wrench correctly with the implant. Thus, with the appropriate use of a spanner, the stem adapter was freed from the torque wrench, with no damage done. The torque wrench has been returned to the instrument tray, from which it came. And a new stem adapter implant has been ordered by the hospital. The part it replaces has been discarded. I have delivered extra training to the staff to reduce the risk of a repeat of this event. Explaining, that the stem adapter must be correct / fully engaged with the torque wrench, before the torque procedure.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: b5, h6: medical device problem code. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a tc3 knee revision in (B)(6) hospital this morning (B)(6) 2023, the deflection beam torque wrench instrument this resulted in a 30 minute delay while the surgeon tried to release the adapter from the wrench. This wasn¿t successful; the adapter was therefore disassembled from the femur and a new adapter was acquired and fitted to the femur using an alternative instrument. Neither the femur nor the +2/-2 bolt had been damaged during the disassembly process. Implant assembly was completed and implantation was achieved thereafter.